Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: 402438, cobalt mv bone cement 40gm b, lot: 171560. Part: 00-5001-050-26, liner assy 50/51/52od x 26id, lot: 63935403. Part: 00-8018-026-03, femoral head +3.5x26mm dia, lot: 64101944. Part: 00-5001-052-00, bipolar metal shell 52 mm od, lot: 63483617. Part: 00-7850-013-00, cem fem stem sz 13 std x 130, lot: 63177230 part: 00-7859-010-00, distal centralizer 10mm, lot: 62828446. Part: 00-8011-020-01, 20/24mm plug w/disp inserter, lot: 64023368.

Event description:
It was reported the patient underwent a bipolar hip arthroplasty. During standard cementing, the patient¿s blood pressure decreased and expired during the procedure. The cause of death was not provided nor was an autopsy conducted. Attempts have been made however; no further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.